Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiological image review results: post-op x-ray for bony segment thoraco lumbar fixation. Bottom set screw on one side is out of the screw head. The top of the construct is not visible. The degree of deformity is not known, fusion status is not known. Hardware placement and rod construct appear appreciable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal arthrodesis surgery due to scoliosis . Post-op, after surgery when the patient returned for follow-up, and x-ray was taken out, it was found that one of the blocker (set screw) was found loose and it had pulled out of the fixation. In the first surgery the doctor used the correct techniques for the placement of the screws and also the placement of the blockers. The patient undergone in the re-operation and replacement of the implant was done to avoid the risk of stabilization of arthrodesis. The patient achieved the solid fusion. No further patient symptoms or complications were reported as a result of this event.